Manufacturer narrative:
On 20-apr-2020, mentor received additional information regarding the suspected medical device. Initially, the suspected medical device was reported as a 325cc mentor smooth round moderate plus profile prosthesis (catalog #: 3502325). However, additional information revealed that the actual suspected medica device is a 325cc mentor smooth round moderate profile prosthesis (catalog #: 3501650, lot #: 5612748). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The suspected medical device was returned for evaluation. The relevant fields have been updated. On 26-apr-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed a tear within a crease/fold on the posterior view measuring approximately 0.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a 325cc mentor smooth round moderate plus profile prosthesis and experienced postoperative left-sided deflation. As a result, the patient underwent removal and replacement with a 325cc mentor smooth round moderate plus profile prosthesis (left catalog #:3502325, left serial #: (B)(4)) on (B)(6) 2021.